Manufacturer narrative:
The insulin pump passed the self-test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump was received with high sleep current and the loaded voltage and unloaded voltage display at the power graph management tool shows abnormal behavior and power error alarm was noted in the long trace file due to cracked l7 on the pcb 1. The pump was received with scratched case, case cracked behind the pump, serial number label fading, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the batteries only lasted 2 days. The customer stated that the notification light did not immediately stop flashing. The product was returned for analysis.